Event description:
It was reported that a zip fix application instrument broke while being tested in sterile processing. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and a product evaluation was performed. The investigation of the complaint articles indicates that the: the ¿first generation instrument¿ of lot number 7705157 was manufactured in january 2012. The scratches and marks seen on the instrument today in (B)(4) 2015 indicate an extensive use since the instrument had been manufactured and placed into the market. It is assumed by product development that the leaf spring component broke due to extensive bending stress over long time use. Life time of instrument: the spring material in thickness, width and material spec had been tested in a later instrument design version to validate the life-time of the instrument. The life time of the instrument was set to 1 year - clinical use (250 clinical reprocessing cycles, with tensioning and cutting operations). In the test of the instrument the required 250 cycles of clinical use was achieved. It is assumed that the life time of the instrument is superseded but can not be confirmed. Therefore, product development closes this complaint as inconclusive. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. Report was initially submitted on february 19, 2015 but the FDA site was down. Advised by FDA on (B)(4) 2015 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.